Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts delivered for oversensing, increased capture thresholds that resulted in loss of capture, and a drop in pacing impedance suggesting the right ventricular lead had dislodged. No changes or interventions have been reported. The patient was in stable condition.